Event description:
Rv lead integrity alert for high rate non-sustained episodes and short ventricular. Intervals with evidence of non-ohvsi oloizic noise. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).